Event description:
It was reported that the intellivue multi measurement server x2 issued a ¿speaker malfunct.¿error. It is not known if the device was used for monitoring at the time of the alleged malfunction. No patient injury or harm was reported.